Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and high pacing impedance out of range. The patient experienced muscle stimulation and syncope. An echography and x-rays were performed but no perforation was seen. The lead remains in service. No additional adverse patient effects were reported.